Event description:
It was reported that the device was not charging. Upon service inspection, unit was found to be smoking and was determined that it should be reported. No adverse event was reported. Vanmax 2023-08-0000016.

Manufacturer narrative:
Customer has returned device to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information is available.

Manufacturer narrative:
Distribution history: the complaint unit was manufactured by csi and repackaged with accessories as a vantage max main (p/n:vanmax) under work order # (B)(4) on (B)(6) 2017 and sold on (B)(6) 2017. Manufacturing record review: DHR-222670 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review the incoming inspection review is not applicable for this product. Service history record: no prior service history record was found for this unit. Historical complaint review: a review of the 2-year complaint history showed one, possibly two, similar reported complaint conditions, the most relevant of which was attributed to end user mishandling. Product receipt: the complaint unit was returned on (B)(6) 2023 under log #(B)(4). Visual evaluation: a visual examination of the complaint unit revealed that the dc-in port was damaged, and smoke was observed when the power supply was plugged in. Functional evaluation: the complaint unit was evaluated and found not to function properly due to the damaged dc-in port and smoking power supply. The condition indicates that the unit suffered some form of impact damage. Root cause: while no definitive root cause could be reliably determined, this issue may have been due to end user mishandling. The repair was declined by the customer, and so the unit was returned as-is. Coopersurgical will continue to monitor this complaint condition.